Manufacturer narrative:
Additional information was received that the replacement of the ipg was physician¿s preference. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had frequent ipg charging. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
.

Event description:
A report was received that the patient had frequent ipg charging. The patient underwent an ipg replacement procedure.